Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device was filled with 2646 mg of 5fu (52.9 ml) and diluted with 202.1 ml of 5% glucose. The infusion was scheduled to infuse over seven days; however, after an unspecified amount of time the device was observed to have under infused. The patient catheter was checked for blockage and was found that it worked well. Pump was also purged using glucose solution before filling, no blockage detected at that time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 17j022 was manufactured september 18, 2017 ¿ september 19, 2017. The actual sample was received at the plant for analysis with approximately 61ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.